Event description:
It was reported that the right ventricular lead exhibited high impedance and an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - patient alert for svc (hvx) lead z=130 ohms on (B)(6) 2011. Daily hv lead impedance log data shows an abrupt spike increase for svc= 68 to 130 ohms peak between (B)(6) 2011.